Event description:
It was reported that during an orthopedic procedure that while using an unknown bovie pencil the pencil was getting hot in the surgeons hand which did not burn through the glove but caused a blister on the surgeons hand. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the megen1 currently being used in the facility. If no, why not? Are there any photos of the blister that you could share? If yes, please send to productcomplaint1@its.jnj.com. Does the surgeon believe there is an alleged deficiency to the generator that led to the blister and if so, why? What medical intervention was used to treat the blister (such as salve or stitches)? Are there any anticipated long-term effects from the blister or injury? What is the current status of the surgeon? What power levels was generator set to? Was there any diminished effect of the generator noted during the surgery? What disposables were being used (pencil and tip). Was the burn on the hand that was grasping the pencil or was it holding other instrumentation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2025. Investigation summary: per service manual operational and diagnostic analysis did not confirm the reported unintended thermal injury, but a bipolar issue was identified during analysis. The backplane pcb was repaired as identified in the investigation to address the bipolar issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 4/28/2025. Additional information was requested, and the following was obtained: is the megen1 currently being used in the facility. ¿ if no, why not? -unknown. Are there any photos of the blister that you could share? ¿ if yes, please send to (B)(6). ¿ does the surgeon believe there is an alleged deficiency to the generator that led to the blister and if so why? At the time yes, however, I believe the surgeon is willing to use the megen1 again. ¿ what medical intervention was used to treat the blister (such as salve or stitches)? Unknown. ¿ are there any anticipated long-term effects from the blister or injury? What is the current status of the surgeon? No, she is fine right now. ¿ what power levels was generator set to? 60 sprays. ¿ was there any diminished effect of the generator noted during the surgery? No. ¿ what disposables were being used (pencil and tip). Medtronic bovie pencil and tip. ¿ was the burn on the hand that was grasping the pencil or was it holding other instrumentation? She is right-handed. She was ¿burned¿ on her index finger on her left hand. She was retracting tissue on her index finger on the left hand. That is when the burned occurred, when she was cauterizing tissue that was being held with the left hand.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2025. Additional information was requested, and the following was obtained: do we know if the blister was caused by the burn, friction, or something else? Unknown. How was there a blister on the surgeon¿s hand but the glove was not burned? Unknown¿there was a change of gloves during the procedure. How long after the procedure was the blister noticed? 24 hours after. Did the left hand index finger ever touch the hot electrode? Unknown.